Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0608 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks occurred at the 20 cm scale during catheter flushing prior to placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was returned inlaid within the stiffening stylet and did not contain evidence of having been removed from the stylet. Gross visual evaluation found no leakage site and so the sample was flushed with water and a 10ml syringe. A pinhole leak was observed near the 33cm depth marker. Subsequent microscopic evaluation revealed two very small (~1mm) depressions within the catheter at the leak site. The split site was then separated from the catheter and bisected longitudinally in order to inspect the inner catheter surface. It was then observed that the inner surface contained more damage than was visible from the catheter exterior. Diagonally-aligned impressions in the catheter were seen which were of the same shape as the included twist-wire stiffening stylet. From this it was determined that the catheter stiffening stylet had been pressed into the catheter, forcing damage to the catheter. The circumstances surrounding how that event occurred were unknown and as a result the exact cause was undetermined. A lot history review (lhr) of recp0608 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks occurred at the 20 cm scale during catheter flushing prior to placement.